Event description:
Medtronic received information that during the implant of this 27mm mitral bioprosthetic valve, it was replaced with a valve of the same size and model. The reason for the replacement was reported as when they inserted the handle and were cinching the valve, one of the stents of the valve didn¿t deflect and remained ¿opened/straight¿. It was reported that the suture that holds the valve to the holder then suddenly broke. It was reported that the handle was not overtightened. An attempt was made to implant the valve, however, the valve was unable to be pushed into the hole as the atrium was very small. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was received attached to the valve with one suture tip inside the back of the stent post cloth and two suture tips exposed. The valve holder appeared intact; there was no evidence of damage to the valve holder. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder until the handle contacted the holder and could no longer be rotated. Under magnification, all cinch holder suture tips appeared jagged, not smooth, indicating the sutures were broken rather than cut. Necking or reduction in diameter is noted adjacent to the break. The break surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.